Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing. The ventilator was returned to the manufacturer for evaluation and the device failed test steps during testing. The device's sensor board and detachable battery cable need to be replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.